Manufacturer narrative:
On (B)(6)2020 , during an internal review it was decided to report the adverse event under the smartablate¿ system rf generator (us) since the contribution of the clinical user error (incorrect catheter setting selection) to the patient consequence cannot be excluded. As such, the event captured under biosense webster inc.'s reference number pc-000280680 now has two reports: (1) manufacture report number (B)(4) for product code d134805 (thermocool® smart touch® sf uni-directional navigation catheter) (2) importer report number # 2029046-2020-01076 for product code unk_smartablate generator (smartablate¿ system rf generator (us)) correction: upon review of this file, it was noticed that the concomitant products were inadvertently omitted from previously reported mdrs. As such, the concomitant products have now been added to field d11. Concomitant med. Products.

Manufacturer narrative:
Additional information was received on (B)(6)2020 . It was reported that a 57-year-old male patient with a diagnosis of paroxysmal atrial fibrillation, underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and suffered cerebrovascular accident. The patient had asymptomatic atrial fibrillation refractory to anti-arrhythmic drug therapy. The patient¿s baseline rhythm was sinus rhythm. The patient was placed under general anesthesia and was on xarelto. The patient was prepped and draped in the usual sterile fashion. Both groins were infiltrated with 0.25% marcaine. Venous sheaths were placed in both femoral veins using the modified seldinger technique. In the right femoral vein, two 8 fr sheaths were placed. In the left femoral vein, a 9 fr sheath and an 8 fr sheath were placed. Vascular ultrasound and micropunture kit were also used. The patient was then given a bolus of intravenous heparin. Via the left femoral vein, a biosense webster, inc. Coronary sinus bidirectional catheter was placed in the coronary sinus for left atrial pacing and recording. Via the left femoral vein, a biosense webster, inc. Soundstar intracardiac echocardiography catheter was placed in a right atrium for visualization of the right atrium, left atrium, inter-atrial septum, right ventricle, left ventricle, and pulmonary veins. Preparations were then made for the transseptal punctures. The patient was given a bolus of intravenous heparin. One of the 8 fr sheath in the right femoral vein was exchanged for an st. Jude medical sl1 sheath over a long guide wire. The st. Jude medical sl1 sheath was then placed in in the superior vena cava (svc). The long guide wire was removed. A baylis radio frequency (rf) needle was then inserted into the st. Jude medical sl1 sheath. Using an intracardiac echocardiography (ice) and fluoroscopy, a transseptal puncture was performed in the usual fashion. The st. Jude medical sl1 sheath was then positioned in the left atrium. Bright red blood was aspirated from the sheath. The long guide wire was inserted into the st. Jude medical sl1 sheath out of the left superior pulmonary vein (lspv). The st. Jude medical sl1 sheath was then exchanged for a st. Jude medical agilis deflectable sheath over a long guide wire. The st. Jude medical agilis deflectable sheath was then positioned in the left atrium (la). Bright red blood was aspirated from the sheath. It was then attached to continuous heparinized saline flush. The 2nd 8 fr sheath in the right femoral vein (rfv) was changed to a st. Jude medical sl1 sheath. A long guide wire and a 2nd transseptal puncture were performed. This time the st. Jude medical sl1 sheath remained positioned in the left atrium (la). Bright blood was aspirated from the sheath and it was then attached to continuous heparinized saline flush. The patient was then given a second bolus of intravenous heparin to keep the activated clotting time (act) above 350 s. The thermocool® smart touch® sf uni-directional navigation catheter was placed in the left atrium (la) via the st. Jude medical agilis sheath. A biosense webster, inc. 15-25 mm variable lasso® nav catheter was placed in the left atrium (la) via the st. Jude medical sl1 sheath. Fast anatomical mapping (fam) of the left atrium (la) and the pulmonary veins was created using the carto 3 3d electroanatomic mapping system. The patient did have a CT image of the left atrium (la) and this was used as a road map to guide created on left atrium (la) pulmonary geometry. Contours of left atrium (la) and pulmonary veins were also taken. An esophageal probe was placed for esophageal temperature monitoring. Radio frequency (rf) lesions were delivered around both pulmonary veins. Complete electric isolation was achieved. A 30 minute waiting period was begun. The patient was placed on IV of isuprel during the waiting period. There was no evidence of any inducible tachy-arrhythmia's and there was no re-connection of any of the 4 pulmonary veins. The procedure was completed, and the patient was given a bolus of IV protamine. The sheaths and catheters were removed. Left lower extremity findings: color duplex evaluation of the left lower extremity shows no evidence of deep vein thrombosis as evidenced by normal compression, flow and augmentation. Color duplex evaluation of the left lower extremity shows no evidence of superficial vein thrombosis as evidenced by normal compression of the vessels. The patient was transferred to the recovery room in stable condition. Manufacturer's reference # (B)(4).

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) for the lot number 30068021l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer reference #: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and suffered cerebrovascular accident. At the end of the case, char was noticed attached to the tip of the catheter. Following the case, the patient did not wake up. The stroke team was called in and it is unknown what kind of medical intervention was being provided to the patient. On post-procedure day 1, the patient was reported to be in stable condition but demonstrating symptoms of stroke. It is unknown if extended hospitalization was required as a result of the adverse event. Patient¿s outcome and physician causality opinion are also unknown. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Since this event might result in permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable. The char was assessed as not reportable. Char is a physical phenomenon of radio frequency energy delivery and can be the normal result of the ablation process. The presence of char on the electrodes does not represent a serious injury in itself, nor is it necessarily the result of device malfunction.